Event description:
When opening the patient, an opening was noted that went from the outside of the tibia to the distal end of the stem extension. Once the tibia prosthesis and stem extension were removed, it was noted that the extension was loose from teh tibial plate and dr. Felt this was the point of the beginning of the infection.